Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced loss of consciousness. When a fingerstick was taken by the parents, the cgm reading was 76 mg/dl, and the blood glucose reading was 37 mg/dl. The patient was given a glucagon injection by the parents, and an ambulance was called. The patient was brought to the hospital and was further treated with an injection of ¿4g glucose¿. No further treatment was reported to be needed. It was unknown how much time the patient had spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient felt better but had some memory loss after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.